Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that orders not crossing over to the pyxis. A technical support specialist connected to the station, reviewed the logs, and identified an error caused by a network interruption. The user indicated that the information technology team had worked overnight and user confirmed that the issue had been resolved. Serial number, UDI and manufacturer date were kept blank and requested tsc for the affected device serial number, since the mentioned asset info was "careaware enhanced dispensing software". The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation es system orders not crossing over to the pyxis, wich caused dealy in dispensing the medication. There were no adverse events or injuries reported based on this event.